Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.